Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent and symptomatic patient with pre-syncope presented in the clinic with the device in back-up vvi mode. The backup operation was observed through a merlin.net transmission and the patient was brought into clinic. It was determined the backup operation was due to event queue overflow from the merlin transmitter. The device was successfully restored through a device download. The patient is stable.